Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that lipids were infusing upon start of the shift. The lipids stopped for off-unit procedure, at 11am. Lipids were then restarted after return to unit at 1400. The pump reportedly alarmed "occluded" with no indication as to why, even after ensuring the peripheral IV and tubing were patent. There was patient involvement but unknown impact.